Event description:
During the procedure after the cross clamp is off and while patient was still on bypass, perfusionist noted a leak on the cardioplegia disposable component that resulted in the disconnection of the tubing. The line was reconnected and the procedure continued with no patient harm.